Event description:
It was reported that a cartridge alarm 25 occurred. Customers blood glucose was 227mg/dl. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.